Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: addr01 implantable pulse generator (B)(6) 2012; 5076-52 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed sharply decreased impedance on transmission. The electrogram suggested there was undersensing and noise on the lead. The lead remains in use. No patient complications have been reported as a result of this event.